Manufacturer narrative:
D3 (manufacturer fax) has been omitted form the initial medwatch. Major bleed/asae: the cause of the access site adverse event was most likely use related, as per clinical details that the sheath was not properly sutured and slipped out causing bleeding at the access site that was resolved by repositioning the sheath and a transfixition suture.

Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical rationale: a 68-year-old male with acute myocardial infarction and cardiogenic shock (ami/cgs), scai stage d, supported with an impella device via right femoral arterial access, experienced bleeding at the impella access site after transfer to the ICU. The managing physician reported access site bleeding with hemoglobin relevant blood loss and a significantly elevated ptt (>100 s) due to heparin administered in the catheterization laboratory. A transfixion suture was placed to achieve hemostasis, as compression was not sufficient. The event involved access site bleeding associated with a partially unsecured impella sheath in the setting of elevated anticoagulation levels and additional non-device related bleeding sources. Hemostasis was successfully achieved through sheath repositioning and transfixion suturing, and no device malfunction contributed to the event. The patient remains on support at the time of reporting. Bleeding was noted; this is a known risk per our IFU (instructions for use) because of our anticoagulation and purge requirements. (B)(6) 2026.

Event description:
Additional information: successful explanted. They disposed the impella.

Manufacturer narrative:
Additional information received therefore b5 and d6b were updated.